Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no video when trying to capture images as both serial digital interface (sdi) ports were not working properly during installation involving an olympus video system center. There was no patient involvement reported.